Event description:
Customer reported they were having an issue with their capture indicator cells (crric). They missed kell antibodies on patient samples with the manual capture station.

Manufacturer narrative:
Customer returned 1 patient sample (history of anti-k); it was tested by manual capture method with retention capture-r ready screen lot k218 (also used by the customer at the time of the event) using retention capture-r ready indicator red cells (crric), lot 221367. Crric lot 221363 expired before the sample was received. The sample was nonreactive. The sample exhibited weak reactivity with 2/3 k+k+ cells of capture-r ready ID, lot id114, also used by the customer at the time of the event. The sample was tested by tube hemagglutination tests with selected k+k-, k-k+, and k+k+ cells from retention panocell-20, lot 12348, using immuadd as the potentiator. A room temperature (rt) incubation was included. Results indicated the sample's anti-k has a significant igm component. The package insert for crric indicates that igm antibodies may not be detected by capture products. The other sample was not returned for testing.